Event description:
The clinician reports the implant was inserted (B)(6) 2013 in the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.